Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during use of a cleo® 90 infusion set, the patient's pump alarmed "infusion is blocked". The tubing was checked and was "fine", the issue was with the site. The patient's blood glucose levels were around 400mg/dl at the time of the event. To address the high blood glucose levels, the patient administered manual injections. No permanent injury was reported. See MFR: 3012307300-2017-01330, 3012307300-2017-01331, 3012307300-2017-01333, 3012307300-2017-01334, 3012307300-2017-01335, 3012307300-2017-01336, and 3012307300-2017-01337.